Event description:
Reporter calling, stating she received an urgent medical device correction letter "last week" from abbott regarding implantable stimulator "model 3660 and model 3662". Reporter states she cannot recall which model of stimulator is implanted in her, and that the device was implanted in her "maybe two years ago" but cannot recall the date. Reporter states the stimulator is still implanted in her, but she is not having any problems. Reporter states she will also contact her doctor's office regarding the letter she received.